Event description:
It was reported that the patient developed a bacterial infection at the exit site of the driveline on (B)(6) 2018. The patient was admitted on (B)(6) 2018 and was administered cefazolin sodium. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a1 and a2: patient initials and date of birth were inadvertently added in initial report and should have been removed due to patient privacy laws. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.